Manufacturer narrative:
Philips service replaced the bios battery and restored the system to normal. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that c-arm movement issue occurred due to geo ipc communication timeout on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.